Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first two deployment attempts resulted in the valve moving into the ascending aorta. Upon the third deployment, the valve was noted to be too deep when 80% deployed. The valve was partially recaptured. Upon the fourth deployment, the valve was noted to be too shallow when 80% deployed. The valve was partially recaptured. Upon the fifth deployment, the valve was successfully implanted at a depth of 8 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) with no regurgitation or gradient. Contributing factors to the multiple repositioning attempts and final implant depth were reported to be intermittent left ventricular capture on the wire occurred throughout the procedure resulting in pacing on the working wire and not via the temporary pacing wire, and the perimeter of the valve measured between 26 and 29 mm with a small sinus (mean diameter of <(><<)>29 mm). The aortic annulus perimeter was approximately 72 mm after five measurements due to nodes of calcium in the anatomy which made it difficult to get consistent results. No adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. Deployment started at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) approximately 1-2 mm. It was reported that the valve was still opening when the dislodgement started. The direction of the dislodgement was aortic. A non-medtronic guidewire was used during the procedure and with pacing.